Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and found that the system did not bootup. Upon troubleshooting, rse found the issue in booting process and requested onsite service. A philips remote service engineer (rse) checked the system remotely and found error message displaying ¿select boot device¿. To resolve the issue, rse selected "sata" from the options and pressed "enter" to start up the computer. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system did not bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.